Manufacturer narrative:
The patient required removal of the prodisc c device due to pain associated with loosening and migration of the superior endplate. The cause of the endplate loosening is not known. There were no indications of patient comorbidities. The prodisc c device was implanted sometime in 2014 and removed on (B)(6) 2020. There was no indication of a device failure. Part and lot numbers were not provided as the device was not made available for retrieval after removal from the patient. Risks associated with this complaint were identified, mitigated, and deemed to be acceptable. The probability of occurrence for these risks was found to be within expected limits. The investigation could not determine a cause for this event. If additional information becomes available, a follow up submission to this report may be made as appropriate.

Event description:
A patient with a prodisc c total disc replacement implanted at an unknown date in 2014, required a revision surgery to remove the prodisc c device. The patient was experiencing pain as a result of the superior endplate loosening and migration. The prodisc c implant was removed and replaced with an acdf.